Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. The e1 "telephone number" field was corrected due to incorrect country code. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, water invaded the scope connector during user handling causing the electrical components to be damaged and the error message e315 was displayed. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning ¿ using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: angles were insufficient; switches 1 and 2 did not work; there was no water bottle connector; the scope connector was immersed; the angles had play; and the angles were tight. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that during reprocessing, the evis lucera elite colonovideoscope while being used with the evis lucera elite video system center, presented with an air and water aspiration problem. The intended diagnostic enteroscope procedure was completed successfully with the same device. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that error code e315 was reported due to an immersed scope connector. This report is to capture the reportable malfunction of the e315 error message noted at estimation.